Manufacturer narrative:
Technician found the head of bed drifting down slowly due to a faulty CPR valve. The CPR function on the bed was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not stay elevated.